Event description:
A customer contacted baxter's technical services center to report that solution was coming out of the cassette door on the homechoice machine. The technical service representative (tsr) instructed the home patient (hp) to remove the cassette and the hp found a small hole in cassette. There was no patient injury or medical intervention.

Manufacturer narrative:
The sample was not available for evaluation.